Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet stopped automated insulin dosing when the blood glucose run timer expired because no manual blood glucose value was entered while the user was without a sensor and had not started a new one. Symptoms included no adverse clinical effects reported. Outcomes included temporary interruption of insulin dosing that was resolved after entry of a fingerstick blood glucose of 135 mg/dl while the replacement cgm sensor was warming up. Investigation included user education and troubleshooting to resume dosing with a manual blood glucose entry and confirmation that the new sensor was in warm-up. Investigation of this case revealed that the device functioned as designed by suspending dosing when required blood glucose data were unavailable and that user workflow contributed due to delayed sensor replacement and missed manual entry. It was concluded, based on previously established findings for similar reports, that the cause was use error with normal device performance.